Event description:
Baxter reported that the reservoir of an infusor device ruptured during pt use. Reporter stated the unit contained 5 fluorouracil and normal saline for an unk total fill volume. Per reporter, the rupture occurred towards the end of infusion. Baxter reported that solution stayed in the housing of device and no one was exposed to contents of device. Per reporter, no pt injury occurred and no medical intervention was required as a result of reported condition.